Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that during the implant procedure, the outflow graft was preclotted using tisseel, with a spray application. The graft appeared to be fully preclotted. Once the graft was attached and under pressure, an area of tisseel blistered up with blood underneath and the graft began leaking. A platelet rich gel was applied and bleeding appeared to have stopped.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.